Event description:
It was reported that the patient¿s blood glucose levels were elevated since the prior day and the patient felt dizzy, with an occlusion alarm occurring on the ilet device the following morning after a recent full infusion set change using a 23 in, 6 mm contact detach set; no insulin leakage or odor was noted at the site. Symptoms included hyperglycemia and dizziness. Outcomes included user-directed troubleshooting and education, with the patient instructed to change all supplies, which was completed. Investigation included remote troubleshooting and review of device alerts. Investigation of this case revealed an ilet occlusion alert consistent with a potential infusion site or flow interruption, though the specific cause remained unclear given the absence of visible leakage and the persistence of elevated glucose despite a recent set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to a definitive device or use-related factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.